Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
The primary surgery was performed on the patient¿s both hip joint via tha by using the aml plus stem, the pinnacle a cup, the mom 36mm head (date of primary surgery was unknown). It was reported that the revision surgery was scheduled to be performed on (B)(6) 2019 by replacing the liner (p/n: unknown) from metal liner to poly liner, the head (p/n: unknown) to small size from 36mm head due to osteolysis at the just above portion of the lesser trochanter of the patient's right hip joint.